Manufacturer narrative:
The product was returned by the customer. No failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that the tubing clamp was not inserted into the pump module completely. The pump module was programmed, and the roller clamp was released. The device alarmed, and IV fentanyl was free flowing into the patient. The infusion was stopped, the tubing was reinserted into the module, and the infusion was restarted without issues. The customer reported that there was minimal temporary harm but stated that the patient's vital signs were monitored, and the patient remained hemodynamically stable, arousing shortly after the incident occurred. A location of the ICU was provided. Biomed stated that on (B)(6) 2018, "using asm, the pm failed at patient side occlusion-door open. The unit failed the pm 3 different times with the same error. Ail kit should be replaced to complete the pm but will turn unit over to risk due to rl." The biomed work order stated on (B)(6) 2018: "replaced both upper and lower sensors. Using asm, the pm was completed and passed. Returned to service."

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the tubing clamp was not inserted into the pump module completely. The pump module was programmed, and the roller clamp was released. The device alarmed, and IV fentanyl was free flowing into the patient. The infusion was stopped, the tubing was reinserted into the module, and the infusion was restarted without issues. The customer reported that there was minimal temporary harm but stated that the patient's vital signs were monitored, and the patient remained hemodynamically stable, arousing shortly after the incident occurred. Biomed stated that on (B)(6) 2018, "using asm, the pm failed at patient side occlusion-door open. The unit failed the pm 3 different times with the same error. Ail kit should be replaced to complete the pm but will turn unit over to risk due to rl." The biomed work order stated on (B)(6) 2018: "replaced both upper and lower sensors. Using asm, the pm was completed and passed. Returned to service."

Event description:
The customer reported that the tubing clamp was not inserted into the pump module completely. The pump module was programmed, and the roller clamp was released. The device alarmed, and IV fentanyl was free flowing into the patient. The infusion was stopped, the tubing was reinserted into the module, and the infusion was restarted without issues. The customer reported that there was minimal temporary harm but stated that the patient's vital signs were monitored, and the patient remained hemodynamically stable, arousing shortly after the incident occurred. A location of the ICU as provided. Biomed stated that on (B)(6) 2018, "using asm, the pm failed at patient side occlusion-door open. The unit failed the pm 3 different times with the same error. Ail kit should be replaced to complete the pm but will turn unit over to risk due to rl." The biomed work order stated on june 6, 2018: "replaced both upper and lower sensors. Using asm, the pm was completed and passed. Returned to service."